Event description:
A break of the catheter. The catheter and the tricuspid valve were detached. The separated portion of the catheter had migrated into the stomach. The portion was removed endoscopically. The indwelling period was 13 days.

Manufacturer narrative:
The complaint of detachment of the tricuspid valve insert plug is confirmed. The ponsky feeding tube was received separated from the retention clip and tricuspid valve insert plug. The notes in this file indicate, "the catheter had migrated into the stomach." It is not known if the tricuspid valve and retention clip were assembled to the ponsky feeding tube correctly. A tactile examination of the feeding tube was unremarkable exhibiting no elongation of the feeding tube. During functional testing, the retention clip was carefully removed from the tricuspid valve insert plug. The retention clip was then secured to the ponksy feeding tube. After securing the retention clip, the tubing was then stretched excessively. There was no movement in the tubing or separation from the retention clip. At this time the exact mechanism of damge is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr of lot #hurd1637 showed no other similar product complaints from this lot number.